Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The 90% stenosed lesion was located in the calcified left anterior descending (lad) artery. During pre-dilatation of the lesion, the balloon was initially inflated to 12 atms, then to 16 atms, but ruptured on the third inflation at 18 atms. The procedure was completed with another quantum maverick monorail balloon catheter and deployment of another MFR's stent. There were no reported pt complications. Pt status listed as "good."

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The cause of the difficulties stated in the complaint could not be determined. The mfg records for top assembly batch 8516755 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.